Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a power-on-reset (por) problem that occurred from the patient's stimulation device. It was noted that an investigation of permeability static magnetic fields in the patient's environment was conducted. It was noted that there would be a possible effect if the measurement of the direct current static magnetic field was greater than 10 gauss(g). It was noted that measurements of greater than 10g were observed from the main phone and cordless phone from distances of less than 20 centimeters (cm). It was noted that the following were found to be greater than 1g but less than 10g: washing machine, television, and microwave. It was concluded that if the stimulation device was kept at a distance of at least 20 cm from the electrical devices, no serious affect would be concerned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3387028102, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. Product ID: 3387028102, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748266, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported that the patient felt a ¿physical disorder¿ on (B)(6) 2013. The patient visited the hospital on (B)(6) and the physician checked the patient's stimulation and found that it was set to off and that the parameters of the left side ipg had changed from 2-/c+, 1.5v, 150 sec, and 185hz to 0-/3+ 0.0v, 210 sec, and 30 hz. The physician restored the parameters to the original settings and an environmental investigation was planned. Additional information has been requested, but was not available as of the date of this report. See also MFR. Rep. #9614453-2013-01058